Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin was squirting during manual prime. Customer¿s blood glucose level was unknown. Insulin pump was slower and louder during rewind. Customer reported that the buttons was harder to press and sometime need to press twice. Insulin pump received unexplained no delivery alarm. Transmitter stopped working. The insulin pump will not be returned for analysis.